Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving an alert for high, out of range, pacing lead impedance. Increased capture threshold and fracture were also noted. A lead replacement was attempted but was unsuccessful due to the anatomy of the patient. The lead remains implanted with high voltage therapies disabled. There were no complications for the patient as a result of the event.